Event description:
During a medical procedure involving a microaire handpiece, part of the cable attached to the handpiece made contact with the shoulder of the patient and caused irreversible burns. These burns were found not during but after the procedure.